Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the nurse found the spring wire guide unraveled during patient use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including: one spring wire guide (swg) in its advancer, a 1-lumen catheter, and an arrow raulerson syringe (ars) for evaluation. The guide wire had one bend at the proximal end of the guide wire. Signs of use were observed on the swg and ars/needle assembly. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. There was a bend 28mm from the proximal tip of the guide wire. The guide wire length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.802mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned ars/introducer needle assembly and the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "raise your thumb and pull the arrow advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the arrow advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one bend at the proximal end of the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the nurse found the the spring wire guide unraveled during patient use. No patient harm was reported. The patient's condition is reported as fine.